Event description:
It was reported that tip of the preloaded device cracked sideways, although the surgeon was able to get the lens inserted before the cartridge cracked. The device is not available for return, and there is no additional information available.

Manufacturer narrative:
Pt info: unknown, information not provided. If explanted, give date: not applicable as the lens remains implanted. The lens of the preloaded device remains implanted, and the inserter is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.